Manufacturer narrative:
This report is submitted on july 24, 2019.

Event description:
Per the clinic, the patient had skin revision surgery (date not reported) due to an retention issue between implant and external device. Recommended using a head band to compress the area provided to the clinic. A skin flap thickness measurement has been scheduled for the recipient on (B)(6) 2019.